Event description:
A customer in (B)(6) notified biomérieux of obtaining misidentification results in association with the vitek® ms instrument (ref. 410895, serial# (B)(4) when testing patient and eeq survey e.coli isolates using knowledge base version 3.2. The customer stated initial testing with the vitek® ms identified both isolates as cronobacter malonaticus. The patient isolate was retested twice using the vitek® ms; both retests identified the isolate as e. Coli. The eeq survey strain was retested once on the vitek® ms; an identification of e. Coli was obtained. The customer also stated they obtained multiple other misidentification results; however, no additional information regarding the misidentifications has been provided. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.

Manufacturer narrative:
In response to the customer complaint biomerieux conducted an internal investigation. Review of the customer¿s fine tuning data confirmed the fine-tuning status was good during the tests with sample 2 on (B)(6) 2022. The fine-tuning data for the external qc isolate was unable to be provided; therefore, it was not possible to establish if a fine tuning was needed during these tests. Note: the fine tuning made prior to this potential misidentification (occurred in november) was non-optimal. The review of the customer¿s data also found that the calibrator and sample ¿all peaks¿ values are heterogeneous. This indicates non- optimal spot preparation. The investigation reviewed vitek® ms kb v3.2 and confirmed the expected result of escherichia coli is present in the knowledge base. Note: the expected identification of the patient isolate was not confirmed with a reference method; however, per the customer the expected identification was escherichia coli. There was only partial data available regarding the potential misidentification of the external qc e. Coli isolate to cronobacter malonaticus; reprocessing of this isolate was unable to be performed. Biomerieux reprocessed the customer data with vitek ms kb v3.2 associated with the patient isolate. One spectra led to single choice to cronobacter malonaticus and the other spectra led to customer expected identification (single choice to escherichia coli). The potential misidentification to cronobacter malonaticus was obtained with a low identification score (-0.25) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Based on these findings, the potential misidentifications to cronobacter malonaticus were due to a non-optimal sample preparation.

Manufacturer narrative:
Following closure of the original investigation, the customer submitted (B)(4) samples to biomérieux complaint laboratory for investigation and verification. This secondary investigation (inv-11904), following receipt of customer strains, was completed 04-jul-2022. The due date for this emdr-03540 is based on completion of secondary investigation. Biomérieux qc lab tested the two customer strains ((B)(4) slide spots per strain). They obtained a single choice to escherichia coli for both strains with vitek ms kb v3.2. Biomérieux quality control laboratory did not reproduce the customer¿s identification issue to cronobacter malonaticus. They obtained the expected identification to escherichia coli for both strains these results were obtained with a highest number of all peaks and highest resolution compared to those obtained by the customer. This difference observed between biomérieux qc lab tests and customer¿s tests reinforce the hypothesis that the most probable cause of the misidentification to cronobacter malonaticus was due to a non-optimal sample preparation. Biomérieux r&d identified both customer strains as escherichia spp/shigella spp based on full-16s sequencing (blast smartgene and ncbi). The 16s gene is not discriminating for these two species but confirms that it is not a strain of cronobacter. Additional analysis of customer spectra allows to show the following : - regarding the calibrator, there is no suspicion of erroneous calibration. The calibrator is very good, all the masses are well aligned and with a good number of peaks (i.e. 103 between 3-17kda). - regarding the identification results, the resolution is low for the spot giving the identification issue (resolution = 470 for the spot d2). Based on these findings and based on the previous investigation report (cf. Inv-11345 for details), the most probable cause of the misidentifications to cronobacter malonaticus is non-optimal sample preparation (culture, spot, different operator, operator skills).